Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The device was received with moisture damage on the motor, battery tube and vibrator assembly. The insulin pump was received with cracked battery tube threads.

Event description:
Customer's mother reported via phone call low blood glucose and moisture damage on the insulin pump. Customer's blood glucose level was 39 mg/dl. Customer treated their low blood glucose with a powerade drink. Troubleshooting for moisture damage was performed. Customer advised they accidentally jumped into the swimming pool while wearing the insulin pump. Customer advised there was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.